Manufacturer narrative:
Corrected data: h6 investigation findings: 3252 h6 investigation conclusions: 4315 h10 reported event is confirmed. Customer event "a part of the device-tip was detached" was confirmed based on photographic evidence. Although, the evaluation of the returned device was unable to find any discrepancies, the provided photo exhibits the reported failure where the portion of the insulation that is missing is the powder coating insulation covering most of the ceramic insulator. The powder coating does exhibit a few small dings along the shaft which can be due to rubbing against another object and/or through the entry device (cannula) during use. The powder coating damage may occur if the probe is buried in tissue during activation of the rf energy.

Manufacturer narrative:
Reported event is unconfirmed. Customer event "a part of the device-tip was detached" was not confirmed during the evaluation process. Visual examination of the returned used device, item esa-5396, could not confirm the reported problem. Return device is in pristine condition. Return product lot number could not be identified. No fault found with return device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: electrodes must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. If higher than normal power settings are required, check for obvious defects and proper adhesion. Do not reuse or relocate the dispersive electrode (pad) after initial application. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the esa-5396 was being used during a shoulder arthroscopy on (B)(6) 2021 and "while the soft tissue of acromion was removed, a part of the device-tip was detached. A new product (the same catalogue number) was opened and the surgery could be completed without any additional problems. It is possible that the device-tip was hit against acromion or something else. It is also possible that a part of the device tip was burned while the soft tissue was removed. We have additionally confirmed that no broken part fell into patient body. According to our customer, a part of the device tip might be melted (and not detached). Upon further assessment, it was discovered they believe the device melted. There was no report of patient or user impact/injury. The procedure was completed with an alternate same device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.